Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. These two leads were extracted without any obvious difficulty with use of spectranetics lead locking devices (llds) and a spectranetics 14f glidelight laser sheath. After 3-5 minutes post-extraction, the patient's blood pressure dropped. No observable bleeding was noted on transesophageal echocardiography (tee), but subsequent fluoroscopy demonstrated bleeding in the right pleural space. Bypass and sternotomy followed. A perforation was noted in the superior vena cava (svc)/right innominate area. The repair was successful and the patient survived the procedure. This report captures the glidelight device in use in the svc/right innominate area when the perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's date of birth unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.